Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. A surgical procedure was performed to remove and replace the device. No device issues and no additional patient complications were reported.

Manufacturer narrative:
Additional information updated: b5: describe event/problem, h6: device codes. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. A surgical procedure was performed to remove and replace the device. No additional patient complications were reported.